Event description:
It was reported approximately three moths post implant of the implantable pulse generator (ipg) system, the patient's shoulder strap of their bag had been rubbing against their chest, causing blisters on the skin near the device pocket, but the condition was being monitored during outpatient visits. Subsequently, on the following month, an outpatient visit was made following a complaint of the device being exposed from the pocket, with wound dehiscence and pocket erosion noted. A leadless implantable pulse generator (ipg) was implanted one week later, and the entire transvenous system was manually removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.